Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# unknown, unknown stem lot# unknown; item# unknown, unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient being considered for revision on unknown date for unknown reason. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The device(s) involved in the event are competitor product. The initial report was forwarded in error and should be voided.